Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker declared a battery status of end of life (eol). At the patient's last follow-up the battery longevity was 2 years remaining. There were concerns that this device had prematurely depleted. It was further reported that at the patient's last follow-up the ventricular outputs were increased from 2.8 volts at 0.4 milliseconds to 2.8 volts at 1.0 milliseconds. The patient became symptomatic with the brady pacing from eol and was evaluated in the clinic. There were some concerns expressed regarding the elective replacement time (ert) date declared by the device and then time to end of life (eol). Boston scientific technical services (ts) discussed device behavior and how it determines the 90 day guarantee to eol. Subsequently, the patient the patient underwent a revision procedure. No further adverse patient effects were reported.